Manufacturer narrative:
Product ID: 8840, serial#: unknown, product type: programmer, physician; product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy at a refill. The clinic's physician programmer noted the expected residual volume was 4 milliliters (ml). However, the actual volume aspirated was reported to be both 11 ml and greater than 12 ml. On (B)(6) 2013 the representative interrogated the pump with the representative's physician programmer (with software (B)(4)) which revealed a low battery alarm occurring. The pump was interrogated again with the clinic's physician programmer (with software (B)(4)) and this low battery alarm did not display. No beeping was heard by the representative or the patient. Printouts were compared from the clinic's programmer and the representative's programmer which revealed different dates of interrogation, which was expected, but that the representative's physician programmer printout showed the low battery alarm and the clinic's physician programmer did not. It was further discussed why this could occur with an el pump. A roller study was performed in which did not reveal any issues. It was later reported that this pump was dead. The patient had increased pain and was not receiving effective therapy and a replacement was scheduled for (B)(6) 2013. This device system was used to deliver sufentanil.

Event description:
It was later reported that the cause of the event was due to normal pump battery depletion. The patient's pump was replaced. The patient's symptom was "suboptimal analgesia." No hospitalization was required, and the patient recovered without sequelae.